Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the battery impedance trend was rising. Rrt was triggered on (B)(6) 2016. Daily battery trend data shows gradual rise/varying battery impedance. Early rrt alert, without corresponding battery depletion. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) device reached recommended replacement time (rrt) earlier than the expected longevity. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: b5 this device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. Product event summary:the device was returned, analyzed, and no anomalies were found.

Event description:
The device was explanted and replaced

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.